Manufacturer narrative:
Other text: additional information: h6, h10: correction: e1: device evaluation: one smiths medical cadd hpca pump was returned for analysis with no physical damage found on the device. During analysis, the reported issue was unable to be duplicated; three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6% specification. Service recommended that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the output of a smiths medical cadd solis hpca pump was not accurate. No adverse effects were reported.